Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 2/25/2016, it was reported that following insertion the patient experienced infection and recurrence. It was reported that patient underwent removal of mesh, repair of vaginal defect/anterior vaginal wall, dilation of urethra, and cystoscopy hydrodistention on (B)(6) 2009 due to mesh erosion status post mesh 3-1/2 years, mixed urinary incontinence, and painful bladder syndrome. It was reported that patient underwent renessa urethral procedure on (B)(6) 2011 due to reasons unknown. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, oligomenorrhea, dysuria, urgency, grade 1 cystocele, and rectocele.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection. It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and tvt was implanted.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced urinary retention, urinary urgency, bladder dysfunction and infected vaginal wall, hematoma. It was reported that patient underwent mesh revision on (B)(6) 2006.